Event description:
Additional information received from a manufacturer representative (rep). It was reported that the patient wants a replacement and mentioned at their last visit he was coordinating with the office on insurance coverage with workers compensation. No further complications were reported.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient on (B)(6) 2020. It was reported that their device had failed multiple times since it was implanted on (B)(6) 2012. The patient stated that they met with multiple manufacturer representatives and that one of them was at their physician¿s office to connect the device again because they somehow weren¿t able to charge their implantable neurostimulator (ins). The patient reported that the battery itself was starting to fail and the ins did not serve them well because it was taking way too long to charge. The patient stated that the ins would not keep a charge and was having all kinds of problems. It was noted that the patient was told by a manufacturer representative that some external equipment was no longer available and that they were going to find some for them to use. The patient mentioned that they had a failing implant, as sometimes it would charge and sometimes it wouldn¿t. It was reported that the ins was causing the patient leg pain and they were getting nauseated because it was attacking their actual stomach. The patient stated that their device had been faulty ever since they got it, as it would attack their organs and make them feel nauseous. The patient stated that they had their ins readjusted, so they got the symptoms a little less, but now it was doing it more and more often again like something wasn¿t right. The patient stated that the battery wasn¿t charging right and not staying charged as long. The patient explained that their ins battery used to last seven days; about a year ago, it was lasting them five days, and now it was only lasting three days and taking 10 hours to charge. The patient reported that the device was causing them pain and discomfort, and that it was shocking their stomach. The patient stated that their battery was defective and they had a problem with it, as it didn¿t work, so they needed it replaced. It was noted that the patient was only supposed to charge their ins for six to eight hours when they first got it, but they would still have to charge it for 10 hours. The patient stated that the ins was still not working correctly and did them to no good to charge it as often as they had to now. The patient mentioned that it was getting worse because the battery wasn¿t keeping a charge and it was affecting their life, as it was supposed to help with their legs and not their stomach. Additional information was received from the manufacturer representative on 2020-feb-18. It was reported that the patient was having difficulty recharging and wanted to meet with a manufacturer representative in order to get the device checked and discuss possible replacement. An appointment was scheduled for (B)(6) 2020. No further complications were reported or anticipated. Indications for use are spinal pain and failed back surgery syndrome.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported that the patient mentioned when running his stimulation high he could feel paresthesia in his stomach. After adjusting the ins at an appointment the patient said he had better coverage and that he no longer felt it in his stomach. The cause of the shocking was due to high intensity. The patient was re-educated, impedances were checked, and the patient was reprogrammed. It was noted the issue has been resolved and the patient wants his replacement asap due to the charging burden. No further information was reported.

Manufacturer narrative:
Date received by MFR supplemental regulatory report 1 date should be 2020-feb-19 if information is provided in the future, a supplemental report will be issued.